Event description:
During a vats / lung resection procedure, it took 30 minutes to release the device after it was fired. Used another like device to complete the procedure. There was no patient consequence.